Manufacturer narrative:
(B)(4): the third party service agent evaluated the device and verified the reported failure. The service agent will continue to repair the device once parts become available. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would not complete its start up and remain locked up on the initial boot screen. Therefore the device could not provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): the third party agent removed the device main pcb assembly which was returned to physio-control failure analysis center and evaluated. It was observed that the integrated circuit, designator u17, located on the main pcb assembly didn't function and that the device displayed an event code. The cause of the reported failure was due the integrated circuit, designator u17, located on the main pcb assembly.